Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving sufentanil (345.0 mcg/ml at 179.82 mcg/day), bupivacaine (15.4 mg/ml at 8.027 mg/day), clonidine (766.0 mcg/ml at 399.26 mcg/day), and baclofen (1627.0 mcg/ml at 848.0 mcg/day) via an implantable infusion pump. The indication for use was noted as non-malignant pain. It was reported a motor stall occurred on (B)(6) 2016 at 11:09 and recovered on (B)(6) 2016 at 12:20. No patient symptoms were reported. No further complications were anticipated/reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient had a MRI t-spine on (B)(6) 2016 with the scan ending at 12:10. The pump was interrogated on (B)(6) 2016 and a stall was seen to have occurred on (B)(6) 2016 at 11:09 and recovered spontaneously the same day at 12:20. No actions were taken and the issue resolved without sequelae on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.